Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. The proximal neck was 24-22 mm in diameter and 40 mm in length. The left common iliac artery was 12-14 mm in diameter and the right common iliac artery was 18-17-13 mm in diameter. The right and left femoral arteries measured 9 mm in diameter. It was reported that post-surgical changes in the lumbosacral spine were observed and believed to be stent graft related. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).